Event description:
It was reported by the customer that the 3ml syringes they use have been unable to infuse at rates less then 0.1 ml/hr. It was also noted that the customer said "they are also experiencing a lot of issues with things like precedex and fentanyl not being able to run drips at < 0.1 ml per hour for our neonates. For precedex this happens even in 5 ml and 3 ml syringes." It was explained to the customer that only 1ml and 3ml syringes can infuse that slowly. There was no information on patient involvement. The bd clinical consultant team reached out to the customer to provide guidance with regards to using the appropriate syringes for lower flow rates. The customer was unable to provide any specific patient incident.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an unintended rate change - precedex and fentanyl was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that the 3ml syringes they use have been unable to infuse at rates less then 0.1 ml/hr. It was also noted that the customer said "they are also experiencing a lot of issues with things like precedex and fentanyl not being able to run drips at < 0.1 ml per hour for our neonates. For precedex this happens even in 5 ml and 3 ml syringes." It was explained to the customer that only 1ml and 3ml syringes can infuse that slowly. There was no information on patient involvement. The bd clinical consultant team reached out to the customer to provide guidance with regards to using the appropriate syringes for lower flow rates. The customer was unable to provide any specific patient incident.